Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss of therapy. The patient had been going a lot. The patient had a fall about 2-3 weeks ago in which she fell sideways and it was on the opposite side of her implant. The patient did not believe the fall affected therapy. The issue started yesterday, (B)(6) 2016. Troubleshooting could not be performed. The patient needed to get new batteries in the remote as the current ones were depleted. The patient would call back to review basic functionality of the programmer. The patient was then able to use the programmer and verify stimulation was currently set on 1.7. It was increased to 2.0 and the patient wanted to leave it on this setting. It was comfortable and she was aware to decrease stimulation if stimulation became uncomfortable and would follow up with the managing physician if issues continued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.